Manufacturer narrative:
(B)(4). Same/similar to rosa unit 510(k): k182964. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a tka surgery with rosa instrumentation, the distal femur cut was validated 3mm over the planned resection. The cut was validated using rosa and standard calipers. Due to this over-resection of the distal femur, the surgeon downsized by 2 sizes to balance the space. No consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Same/similar to product 510(k): k182964. G2: report source, foreign - event occurred in australia. This final report is being submitted to relay additional and/or corrected information. Through reassessment of this event, it was identified as being reported in error. Reportability is based on harm/intervention required and not a specific resection level. No patient impact, medical intervention, or surgical intervention was reported for this event; therefore, the event does not meet the requirements for a serious injury/adverse event and is considered not reportable. The following sections were updated: b4, g1-2, g3, g6, h2, h10.

Event description:
It was reported that during a tka surgery with rosa instrumentation, the distal femur cut was validated 3mm over the planned resection. The cut was validated using rosa and standard calipers. Due to this over-resection of the distal femur, the surgeon downsized by 2 sizes to balance the space. No consequences or impact to the patient. It was reported that no further information is available.